Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged that he obtained the result of 229 mg/dl on the aviva system and then blacked out 20-30 minutes later. Reporter stated that the paramedics tested his blood glucose levels at below 40 mg/dl on their system and he was given and IV of glucose. Reporter stated that he was taken to the hospital, was tested at 33 mg/dl on their system, and was also diagnosed as having overdosed on a pain medication. Reporter stated he was unsure how he was treated there. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter stated that the strips were replaced by his doctor, so no product will be returned for evaluation.